Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pulsed field ablation catheter, the array inverted on itself and could not be corrected. The catheter was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the loop catheter with lot number 0012469370 was returned and analyzed. Visual inspection was performed and the catheter was received with the guidewire half inserted through the guidewire lumen. The guidewire lumen was received retracted, and with a damaged array loop assembly. The shape of the catheter array was inverted, and the guide wire lumen was kinked at 0.45 inch from the distal tip. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached to the tip and dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. X-ray confirmed the kink on the guide wire lumen. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using generator. No other tests could be performed due to the returned condition of the catheter. The continuity test was performed with multi meter via a catheter interface cable and showed a normal impedance for all electrodes array. In conclusion, the reported inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array and guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.